Event description:
It was reported by (B)(6) that the battery reamer/drill device was stuck. During in-house engineering evaluation, it was observed that the control unit was not functioning and the handpiece was without function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not function. Therefore, the reported condition was confirmed. The assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.